Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8591-38, lot# d01050, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a (B)(6) male patient receiving intrathecal fentanyl 2500mcg/ml at 1700.1mcg/day and bupivacaine 15mg/ml at 10.2mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the pump was alarming due to motor stall that occurred on (B)(6) 2015 with no recovery in the logs. The pump was replaced on (B)(6) 2015. The patient had withdrawal symptoms. It was noted that the issue was resolved. The hcp did not have any further information. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that it was unknown if any troubleshooting was performed related to the motor stall, and the cause for the motor stall was not determined. If additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.